Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on october 29, 2025 with lot number 3031011. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture". The device was explanted and replaced.

Event description:
Healthcare professional reported left side "rupture". The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.